Event description:
Opened a left femur, left size d according to the box and stickers. A right side size e was in the box. Package labeled as 00-5750-014-01 lot # 61369812 and device was a 00-5750-015-02 lot # 61369832.

Manufacturer narrative:
This report will be amended when our investigation is complete.